Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went into diabetic ketoacidosis and they throwing up at work later it found out that she was not getting insulin. The customer did not provide the symptoms regarding high blood glucose. Customer's blood glucose level was unknown. The insulin pump was not returned for analysis.